Manufacturer narrative:
The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. The tandem pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred. Reportedly, the customer was using cold insulin and was not removing air during the load procedure. This is considered off label insulin use per the tandem user guide. There was no reported adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.